Manufacturer narrative:
Approximate age of device ¿ 2 years and 3 months. The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient presented to the emergency department on (B)(6) 2016, with the lvad system producing a controller fault. The distal bend relief portion of the driveline, proximal to the system controller had completely separated from the metal connection piece, leaving the internal wires exposed. No data would transmit from the system controller to the system monitor when connected to the power module via the patient cable. It was reported that the patient was not able to report any events that might have caused the driveline or system controller damage. The lvad began to produce intermittent red heart alarms; however, the lvad clinicians were not able to view the visual alarm, and the controller screen would not transmit information, especially with manipulation of the driveline. The system controller was not exchanged due to concern over the integrity of the internal wires and the inability to grasp enough of the driveline to re-insert it into a new controller. The patient was reported to be asymptomatic. On (B)(6) 2016, the manufacturer¿s clinical consultant evaluated the percutaneous lead (driveline) and reported that the system controller had 1 green arrow illuminated on the pump running symbol, and as soon as the driveline was disconnected from the system controller and 1 power source, the system controller turned off and did not require being put into the sleep mode. The system controller was exchanged. Without a pump connected, the system controller was able to be interrogated, and no unusual alarms were observed on the system controller history. A clamshell repair was performed on the distal end of the driveline, and it was reported that all subsequent tests passed. Log file analysis completed by the manufacturer¿s technical services representative revealed a low voltage alarm / low battery hazard event due to depleted batteries. At the time of the event the system controller¿s backup battery operated as expected, and there were no interruptions to lvad function. Power was restored and no additional issues were reported. Three transient elevated power and flow events were also observed on the log file. The remainder of the file was unremarkable. On (B)(6) 2016, the vad coordinator reported that at 7:21pm the nurse found the patient with the system controller ¿hanging¿, and with red heart and low flow alarms. The nurse was unsure of how the patient dropped the system controller. Pump stop/driveline disconnect alarms were then produced by the system controller. Pump off was confirmed via auscultation. Attempt to restart the device were unsuccessful. The lvad clinician placed the system on an ungrounded power module patient cable, and the alarms ceased. The patient was reported to be asymptomatic with these events. On (B)(6) 2016, the manufacturer¿s technical services representative reviewed an additional log file and reported that the data showed multiple pump stoppages and low speed advisories which appear to have occurred while the vad was connected to the power module. On (B)(6) 2016, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. No additional issues have been reported.

Manufacturer narrative:
The evaluation of the returned section of the driveline confirmed an issue that could have contributed to the reported red heart alarms. Approximately 14 inches of the external portion/distal end of the driveline was returned for evaluation. The driveline had undergone a clamshell repair and rescue tape was present from approximately 2 to 4 inches from the metal connector. Damage to the outer jacket was identified at approximately 2.5 and 8.5 inches from the metal connector. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts prior to removing the bionate layer. Breakdown of the metal shielding was identified at the metal connector and at approximately 2.5 inches from the metal connector. Visual inspection identified a breach in the insulation at the metal connector on the yellow wire. The damage appeared to be consistent with fatigue damage due to repetitive flexing on the wire at this location. As a result of the damage to the insulation, the underlying yellow wire conductor was exposed. The reported red heart alarms could have occurred as a result of the exposed conductors of one wire contacting the braided shielding when the device was supported by the power module. The green, black, brown, red, and orange wires were submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of these wires. The patient remains ongoing on pump support and no further related events have been reported. A review of the device history records showed no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.